Event description:
It was reported to fresenius that the peritoneal dialysis (pd) patient was hospitalized due to a hernia. No additional information was provided during the intake process. Limited follow-up with the patient¿s pd registered nurse (pdrn) revealed the hernia was unrelated to pd therapy. Subsequent attempts to obtain additional information (e.g., discharge summary, hospital records, past medical history, patient demographics) were unsuccessful.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse event of a hernia. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the serious adverse event. The liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of the hernia, as limited follow-up precluded a more comprehensive investigation. Hernias are a well-known potential complication of pd therapy due to the increased intra-abdominal pressure created during pd therapy. During therapy, this pressure can create or exacerbate existing weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter also increases the risk of hernia formation. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.